Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's atrial lead showed undersensing. The patient went to clinic and the device was reprogrammed to sense appropriately. It was also reported that far-field r-wave oversensing was seen during a threshold test. It was not seen when the testing was completed. The lead remains in use. No patient complications have been reported as a result of this event.